Event description:
The customer reports a failure to the ac module (ac receptacle coming out of module).

Manufacturer narrative:
(B)(4). The customer reports a failure to the ac module (ac receptacle coming out of module). Philips bench evaluated the ac module and confirmed that the receptacle was coming out of the module. There was no reported pt involvement. We will consider this a failure of the ac power module.